Manufacturer narrative:
(B)(4). Batch # r94m7f. Device analysis: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported event. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found; however, it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device r41182 lot number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r94m7f number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was not fully advanced into the jaws during use. The device was used on the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient.